Manufacturer narrative:
Specific root cause cannot be determined for this event. The product was not returned, therefore, no analysis of the device could be performed. The device was discarded by the account. Numerous possible causes for the burn exist, including but not limited to: inadequate skin preparation, improper application of the pads, pads placed over the adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to patient movement, and others. Precautions are indicated in the ept-1000xp operator's manual to read and follow the dispersive indifferent patch (dip) electrode manufacturer's instructions for use. It is also indicated in the manual to check that ground pads are properly applied and that connections are secure prior to rf delivery. There were no prior similar complaints reported by the same customer and no similar complaints reported for this batch number.

Event description:
Pt burn of 2 square centimeter discovered 2 days after a radiofrequency session (5 rf delivered). The burn was localised under the left shoulder blade, in the middle of the pt electrode. Patient was treated by algoplaque.